Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient's pump was alarming on (B)(6) 2018 and the patient went into the ER and now they no longer heard it alarming. The pump was to be read in the morning and more details would be known then. It was unknown if the patient had any symptoms at this time and no further complications were expected or anticipated. On (B)(6) 2018 lfc (hcp): additional information was received from a healthcare professional (hcp). It was reported that the patient ex perienced the symptoms of altered mental status and withdrawals that led to the ER. The cause of the pump alarming on (B)(6) 2018 was unknown, not determined. The patient was admitted to the hospital for observation, morphine pca and the pump refilled on (B)(6) 2018. The pump alarming on (B)(6) 2018 was not resolved, the pump started alarming again on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork indicated patient and doctor indicated drug delivery was inconsistent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The patient was receiving 2 mg/ml morphine at a dose of 0.4 mg/day. It was reported that the pump was explanted on (B)(6) 2018 and would be returned for analysis. They had been suspecting a motor stall but the rep did not see any indication of one in the logs. The patient would feel like he would have a couple days of no therapy then it would start and stop again. The pump was replaced but left the existing catheter in place and the patient "seems to be doing okay" now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.